Manufacturer narrative:
Patient information was not provided for reporting. Additional device product codes: kwp, mnh, mni. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in malaysia as follows: it was reported that on (B)(6) 2017, patient underwent surgery. During the procedure, the screw dismantled from its shaft when the surgeon was trying to remove the screw nicely. The screw broke intra-operatively into two pieces. No fragments were generated. The implant was discarded and a new one was used to complete the surgery. The patient was not harmed as the screw had been replaced. The surgery was completed successfully with a delay of 15 minutes. This report is for one (1) 4.0mm ti cancellous polyaxial screw 26mm. This is report 1 of 1 for com-(B)(4).